Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate anti-tachycardia pacing (atp) and inappropriate electric shock. It was confirmed that this ICD was working as programmed. Currently, this product remains in service and no additional adverse patient effects were reported.